Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: b5, h6 verified no patient involvement. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information was received issue was not found during patient use.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed occurrences of primary audible alarm post as well as acu watchdog alarms. Functional testing involved powering up the pump, performing infusion and occlusion testing. The investigation was not able to duplicate the reported error. The speaker and interconnect board were replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited a primary audible alarm error. No adverse patient effects were reported.